Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set tubing disconnected from the site while the patient was sleeping. Highest blood glucose level reported was 607 mg/dl, which the patient tried to self-treat with a correction bolus using the pump. Subsequently, she was hospitalized due to diabetic ketoacidosis where she received intravenous insulin drip, which resolved the issue. The infusion set had been in use for two days. She was hospitalized for two days and thereafter, her condition was stable. No further information available.